Manufacturer narrative:
Lot number of solution used by pt is unk. It is unk if the device failed to meet specifications, as we have not received the complaint sample for analysis, nor have we received an identifying lot number to perform prod investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident/adverse event is unk. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis, nor have we received an identifying lot number to guide our testing. We have been unable to determine the relationship.

Event description:
An ophthalmologist reported to amo that in 2005, he had four pts diagnosed with acanthaomoeba keratitis. Of these four pts three had been using complete moisture plus contact lens solution. The event was not reported to amo in 2005, because the physician did not believe the events were device related. No further details were provided.